Event description:
A distributor reported a malfunction with a medical device, identified by malfunction code malf 0-0x277d. It was unknown or the respondent declined to answer whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl. However, no notable events occurred before the malfunction, and the issue did not recur after the pump was reset with assistance from customer technical support.